Manufacturer narrative:
On (B)(6) 2010, a respiratory therapist reported that inomax ds # (B)(4) was giving erratic readings while in use on a pt. The device is pending investigation. A supplemental report will be submitted within 30 days of completion of investigation.

Event description:
On (B)(6) 2010, a respiratory therapist reported that inomax ds # (B)(4) was giving erratic reading while in use on a pt. The nitric oxide (no) readings were negative to very high numbers. The pt was switched to another inomax ds device and the respiratory therapist stated there was no impact to the pt. The device was removed from service by the customer and returned to the company for investigation.